Manufacturer narrative:
Correction number: 2531779-03/24/2010-003-r. There is no adverse event associated with this complaint. The pump was returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During evaluation the force sensor was found to be out of calibration. Unrelated to this complaint and not reported by the patient, evaluation revealed an unidentified display screen issue.

Manufacturer narrative:
A retain cartridge from the same cartridge lot of cartridges involved in this complaint was tested on (B)(4) 2011. The cartridge lot number was b201629. The cartridge passed visual inspection with no damage or defects observed to the luer, o-rings, plunger, or cartridge body. A force test was performed with no failures at the conclusion of testing.

Event description:
During evaluation the force sensor was found to be out of calibration.